Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 58 mg/dl at the time of the incident. The customer did not mention how they treated at the time of the incident but did indicate they are off the insulin pump and on multiple daily injections at this time. The customer reported being unconscious and experienced seizures. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active at the time of the incident. Troubleshooting was not completed as the customer declined. The customer reported they had taken sleeping pills prior to experiencing the low. The customer stated the insulin pump alerted them as it should, but they did not hear the alarm. The customer stated the insulin pump was working and the low blood glucose was caused by user error. The customer indicated they were currently off the insulin pump but using a stand alone continuous glucose monitoring system and had some issues with sensor glucose versus blood glucose. The insulin pump will not be returned for analysis.